Manufacturer narrative:
The affected device was not saved by the user facility. Thus, zyno medical was unable to confirm the reported leaking issue.

Event description:
The initial reporter reported a leaking issue of an administration set at the drip chamber to zyno medical on (B)(4) 2018:" there was another tubing that leaked just now from the same place. Just right under the barrel. B2-70071-d. Lot 1606009 201908". The initial reporter also mentioned that the failed set was not saved: "didn't know if I was going to need to send that one in as well. Next time, I will save all." No patient information was available.